Manufacturer narrative:
Corrected information for supplemental medwatch report 001: h6: ventec has determined that this medwatch report was submitted in error and is a duplicate of medwatch report # 3013095415-2024-00445.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device continuously reboots by itself. There was no patient involvement associated with the reported event.